Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No battery out limit alarm noted and no ramping numbers noted. Missing segments noted during testing due to open lcd zebra connector. Scratched lcd window and missing end cap sticker noted during visual inspection. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 320 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.